Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 timed out multiple times during use. At no time was the device activated for 14 seconds. At most activation for 5-6 seconds occasionally. Polyfuse was activated as the cord connections and power supply were checked and in working order. Same device was used to complete the case. There was no patient injury.